Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2015 with the following findings: a visual inspection of the pump showed no damage to the keypad cover. During testing, all the keypad buttons responded appropriately. The keypad cover was removed and no internal defect was found to the keypad button contacts. Unrelated to the complaint, the pump¿s casing was cracked near the top right corner of the display. The pump failed a leak test due to this. The pump cover was opened and moisture damage was found on the printed circuit board.